Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir compartment of the insulin pump had a crack. The customer's blood glucose level was 7.2 mmol/l. The reservoir was unable to lock in place when inserted in the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Insulin pump received with reservoir tube lip broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Insulin pump passed displacement test and self test.